Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air leak remains unknown.

Event description:
During an atrial tachycardia procedure, rf delivery was performed in the right atrium, the catheter was removed and an air leak was noted when attempting to flush from the sideport. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.